Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that while attempting to implant this right ventricular (rv) lead the physician encountered increasing resistance. The physician attempted with additional pressure but could not get the lead to advance deeper into the superior vena cava. The patient complained of chest pain. An echocardiogram confirmed a small pericardial effusion. The procedure was halted and the patient was transferred to the intensive care unit. The patient's condition continues to improve.